Event description:
Pt's father reported pt does not have any symptom control after MRI of the brain, even after reprogramming. No report of device explantation. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd.